Event description:
A customer reported that they observed one reconstitution device with which they could not empty the contents of the vial. According to the report, the customer used a needle and a syringe to extract the remainder of the medication. This was observed prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned; therefore, a device analysis cannot be completed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. A companion sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.